Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the door assembly was damaged during the emergency open procedure. The door assembly parts were replaced, and the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. Parts have been received by the manufacturer, however analysis has not been completed at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that while the site was trying to take a spin, a loud noise was heard and the spin stopped. The site tried the emergency door open procedure, and stated it was getting harder to crank and the site was concerned about snapping the cable. Technical services (ts) requested the site try pushing the yellow button and the door close button to see if the door would open. The site biomed reported that they were unable able to try as the system was draped in a way to that the procedure could continue. The site brought in a c-arm and aborted use of the navigation and imaging system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Additional information: it was determined there was an accidental radiation occurrence due to system setup. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due to workflow technique or error. The drape got caught during operation. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pin was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. Functional testing found that the pin was bent and the spring action required too much effort to articulate. The pin lever was damaged. Analysis found that the reported event was related to a mechanical issue. The door winch motor was returned to the manufacturer for analysis. Analysis found that the reported complaint could not be confirmed. The door winch motor passed motor isolation testing. No internal shorts or opens were noted. The motor was attached to a motor test cart, and was able to rotate forward and backwards with the brake engaging and disengaging as normal. The door winch failed visual inspection. Physical damage was noted. Two guide rollers were damaged and had bent edges. If information is provided in the future, a supplemental report will be issued.